Event description:
It was reported that during testing on a mannequin, the autopulse platform displayed a user advisory 2 (compression tracking error) message. Customer indicated that the mannequin worked fine on another platform. It was also reported that the handle was cracked and the green and red fault indicators were out. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
Investigation results for the returned platform as follows: visual inspection of the returned platform revealed a cracked top cover, encoder cover, motor cover and head restraint brackets. Furthermore, one of the patient restraint pin assembly was observed to be damaged and the battery partition cover assembly was noticed to be missing. The observed top cover damage confirmed the reported complaint of a cracked handle. The damages appear to have been caused by normal wear and tear as the autopulse was manufactured in july of 2008. A review of the archive data was performed and the reported issue of a user advisory (ua) 2 (compression tracking error) message was confirmed. The archive data showed that numerous ua 2 faults occurred on 1/15/2014. Functional testing was performed and the reported issue of a user advisory 2 (compression tracking error) message was reproduced. During testing of the platform, a ua 2 message was observed at the first compression. Further investigation found that both load cell modules were not functioning. The customer's reported complaint of the green and red fault indicators being out was not confirmed. The red and green led lights were lit when the ua 2 message was observed during functional testing. Based on the investigation, the parts identified for replacement are the two load cells, top cover, head restraint brackets, motor cover, encoder cover, restraint pin assembly, and battery partition cover. In summary, the reported complaint of a user advisory 2 (compression tracking error) message was confirmed based on the archive review and during functional testing. The fault was found to be due to both load cell modules not functioning. The physical damages found during visual inspection was found to be due to the normal wear and tear of the platform. The reported complaint of the green and red fault indicators being out was not confirmed as both indicator lights were observed to be on during functional testing. Upon replacement of the damaged parts, the platform passed all testing criteria.

Manufacturer narrative:
The product in complaint was returned to zoll on (B)(4) 2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.